Event description:
It was reported that the pulse generator was in backup vvi operation and could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the pulse generator to be in backup operation due to a single flipped bit. After the product code was downloaded, normal function resumed.